Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown head, unknown screw, unknown cup. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during a hip arthroplasty procedure, the screw went through the acetabular cup during seating. The surgery was completed with another set of identical implants. A surgical delay of 40 minutes was noted as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.